Event description:
It was reported that during preparation of the 8.0x40mm absolute pro vascular self-expanding stent system (sess), the stent implant was noted to move distally and was loose while the device was being wiped down. A new absolute pro sess was used to complete the procedure. There was no device use or patient involvement. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that inadvertent mishandling while the device was being wiped down resulted in causing the distal sheath to slightly retract from the base of the tip and inadvertently prematurely dislodge/deploy the stent. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.